Manufacturer narrative:
Report source - foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line endobronchial tubes the doctor opened a well-packaged endobronchial tubes. After intubation, the air was slowly inflated and found that the airbag could not be drummed. The endobronchial tubes was discarded and replaced a new one. No adverse patient effects were reported.